Manufacturer narrative:
Device received with broken off end cap, also minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device had been dropped and the bottom was broken off. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.